Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated the sheath of the lead introducer was torn. Visual analysis of the introducer indicated damage during use. The analyst noted the distal end of the introducer was damaged/torn. The dilator was received still inserted in it. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer was attempted/not used and replaced during an implant procedure. The introducer was returned to the manufacturer and subsequently tested out-of-specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.